Manufacturer narrative:
The technician replaced the defective power control board and calibrated the bed sensor to repair the bed.

Event description:
Information received indicates the bed has no power.